Manufacturer narrative:
(B)(4). Date sent: 10/31/2019. Unknown, assumed the 1st day of month that complaint was reported. Additional information was requested, and the following was obtained: do you have the linx lot number and serial number? No. Besides oesophageal spasm was there any other reason for removal of the linx device (no issue - patient requested removal, ongoing dysphagia, ongoing gerd symptoms, etc.) Dysphasia. If dysphagia, how severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? Mild. Did the dysphagia improve after the device was implanted initially? Yes. Did the patient have an autoimmune disease? No. Has the patient been prescribed medication? Yes. Why was the medication prescribed? To treat spasm. Was the medication prescribed to treat the dysphagia, gerd, etc. Were they taking this medication prior to implant? No. Is the patient currently taking steroids / immunization drugs? Not currently. When was the linx device implanted? (B)(6) 2019. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Unknown. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Event description:
It was reported that removal for the linx device was oesophageal spasm. Approximate date of implant ¿ 1 year ago.